Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). Image review: the images uploaded confirm the event description, the first valve was correctly loaded and during the deployment is observed an under-expansion of the valve, mostly due to the leaflet¿s calcifications. After the recapture the valve shows and infold and is correctly withdrawn from the patient and a second one is implanted. There are no major missing steps of procedural steps not in line with our best practices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic balloon. The valve was loaded onto the delivery catheter system (dcs) and the valve load was confirmed via fluoroscopy. Upon initial deployment, at a relatively high implant depth, under-expansion of the valve occurred. The valve was re-sheathed. During the second deployment attempt, angiographic imaging visualized an infold and subsequently, the patient experienced hypotension. The valve was recaptured and the system was removed from the patient. Per the physician, the patient's aortic leaflets, calcification and fibrosis contributed to the infold. An additional pre implant bav was performed with a 25mm balloon. Following the second bav, a replacement dcs delivered a new valve successfully without impact to the patient. With this implant, hemodynamic stability was achieved. A gradient of 1 millimeter of mercury (mmhg) and trace paravalvular leak (pvl) were reported. It was reported that the annulus perimeter was 88,9 mm. No adverse patient effects were reported.